Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a leaking insulin cartridge after filling it with approximately 2 ml, exceeding the recommended fill volume, and then reusing the same cartridge; a drop of insulin was observed at the tubing end during a supply change and the user reported fluctuating observations of leakage. Symptoms included hyperglycemia with a reported peak of 273 mg/dl without ketone testing, loss of consciousness, or medical intervention. Outcomes included temporary elevation of blood glucose without the need for hospitalization or professional treatment. Investigation included customer counseling and troubleshooting on proper cartridge filling and supply change techniques. Investigation of this case revealed user technique issues related to overfilling and reusing a previously leaking cartridge, with no device alarms reported. It was concluded that user handling contributed to the reported leakage and transient hyperglycemia.